Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma. Concurrent conditions included prophylaxis, dvt, anemia and nabothian cyst. In 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and headache ("migraines/ headaches"). In 2011, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomies) and surgery (novasure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue and headache had resolved and the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2011:surgical pathology report:final diagnosis: uterus, cervix and bilateral fallopian tubes; total abdominal hysterectomy: uterus with secretory phase endometrium and adenomyosis. Cervix with nabothian cysts and squamous metaplasia. Fallopian tubes with essure devices in place. Benign paratubal cyst. Clinical information: premenopausal menorrhagia and dysmenorrhea. Gross description: the specimen is labeled "uterus, cervix and bilateral fallopian tubes". Received in formalin is a hysterectomy specimen weighing 215 grams. The uterus measures 10 cm from fundus to cervix, 9.5 cm from cornu to cornu and 5.5 cm from anterior to posterior. The serosa is tan-pink and unremarkable. The cervix measures 4 cm in average diameter and 3 cm in length. The cervical os measures 1.5 cm. The specimen is bivalved to reveal an endometrial cavity measuring an irregular :2 x :2 cm. The endometrium is tan and unremarkable. The specimen is serially sectioned to reveal an endometrium measuring 0.2 cm and a myometrium measuring up to 1.7 cm with normal trabecula ion. Located in the isthmus of the fallopian tube is a metallic coil. The right fallopian tube weighs 6.9 grams and measures 7 cm in length with a diameter ranging from 0.5 to 1 cm. The serosa is pinkpurple and remarkable for multiple paratubal cysts ranging from 0.4 to 1 cm in greatest dimension. The cyst contains a yellow-clear fluid with a smooth cyst wall. The left fallopian tube weighs 5.7 grams and measures 7 cm in length with a diameter ranging from 0.5 to 1 cm. The serosa is pink-purple and unremarkable. Representative sections are submitted in seven cassettes to include cassette 1, anterior cervix; cassette 2, posterior cervix; cassette 3, anterior myometrium; cassette 4, posterior endomyometrium; cassette 5, right fallopian tube and paratubal cyst wall; cassette 6, left fallopian. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received:events vaginal, menorrhagia(made incident due to novasure), migraines & headache, dysmenorrhea, fatigue, dyspareunia,cramping were added. Lab data updated. Historical & concomitant drugs, conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.